Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Significant high volume synovitis and reactive inflammatory fluid volume. The synovitis was consistent with the hyperplastic response having an orange-tinged coloring and the fluid volume was dark brown fluid. Exploration of the hip revealed significant cortical lysis and lytic changes superior to the shell. There was lytic changes and cortical lysis that extended down along the posterior femoral wall extending into the lesser trochanter and corrosion below the metal head and neck. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (right hip).